Event description:
Reportedly, a component disengaged into the patient's cavity. The surgeon decided not to retrieve the component stating it posed no harm to the patient. The hospital reported no injury to the patient.